Event description:
It was reported that a device alarmed for a system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The unit was tested for 24 hrs with no re occurrence of a system error 322. However, review of the history log confirmed the error. The upper latch and latch switch were found to be out of specification. The upper aux. Will be replaced.